Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have thermal damage. It exhibited localized melting with a crater-like hole approximately 0.12" x 0.10" at the silicon overmold, which is indicative of arcing. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip.

Event description:
The monopolar curved scissors (mcs) tip cover accessory was returned with no reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The monopolar curved scissors (mcs) tip cover accessory that was returned was used in the same procedure and was related to the same event.